Event description:
It was reported to medical records on (B)(6) 2012 that this ra lead is oversensing and was re-programmed. This took place at washington hospital center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).